Event description:
An ophthalmologist reported that the femtosecond laser did not have adequate suction at first, but then the suction did seem adequate. Shortly before completion of the flap, the eye began to turn away towards 12:00, despite stable suction showing on the display. The perimeter cut (and the interface) was partially incomplete, making the preparation of the flap considerably more difficult. No patient harm was reported, and there was no medical or surgical intervention required. This report concerns the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).